Event description:
The patient¿s husband reported seeking medical attention for the patient from a hospice nurse due to hypoglycemia. The patient¿s blood glucose decreased to 44 mg/dl while wearing the pod on an unspecified location for an unspecified number of hours. The patient did not receive any alerts for the low blood glucose from their dexcom. The patient is currently ¿nothing by mouth¿ (npo) status due to recently starting hospice care. As treatment the hospice nurse administered ¿sugar syrup¿ to the patient (unspecified route).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.